Event description:
It was reported that during an arteriovenous fistulogram procedure, a balloon rupture occurred. The target lesion details are unknown. The 8.0mm x 40mm gladiator balloon catheter was advanced into the patient. During the first inflation, the balloon ruptured before the nominal pressure was achieved. The device was removed intact and the procedure was completed with another gladiator balloon catheter. No patient complications were reported.

Event description:
It was reported that during an arteriovenous fistulogram procedure, a balloon rupture occurred. The target lesion details are unknown. The 8.0mm x 40mm gladiator balloon catheter was advanced into the patient. During the first inflation, the balloon ruptured before the nominal pressure was achieved. The device was removed intact and the procedure was completed with another gladiator balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: a visual examination of the returned device identified that a longitudinal tear existed in the balloon material. The tear stretched from the proximal markerband to the distal markerband and measured approximately 41mm in length. A microscopic examination of the markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).